Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. No further tests could be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error two times and then no delivery during prime. Customer stated he is stuck in the prime loop. Blood glucose value is 132 mg/dl. Nothing further reported.